Manufacturer narrative:
"Repair" was checked in error instead of recall.

Event description:
Edazx inserted in patient on (B)(6) 2012. #8 just fractured in mouth.

Manufacturer narrative:
This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.